Event description:
On (B)(6) 2012, the patient reported that he had concerns with his infusion set leaking. He stated that he went through eight infusion sets in one day because half of them were leaking. The patient uses the assistance of an insertion device. The problem occurred in (B)(6) 2012. The patient stated that with some of th infusion sets it seemed as though they began leaking after he bloused. After blousing the infusion set would be wet. He fond two to the infusion sets had bent cannulas when he removed them form his body. The patient did hear an audible click when connecting the infusion tubing to the headset. He stated that it appeared to be the leaking at the cannula and not where the headset connected to the infusion tubing. No physiological effects were reported. The patient did not require treatment form a healthcare professional or second party to address the issue. The infusion sets were discarded and therefore could not be requested to be returned for product evaluation.